Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turned on using batteries. There was one non-illuminating red segment on the top row in the middle digit of the 7-segments display. Further investigation found system board d2 component was defective causing an open circuit, resulting in one led segment not illuminating. The device was able to obtain spo2 and pulse rate readings and was found to visually and audibly alarm during alarm alert conditions. A service history record review reveals that this unit was in the field for over three (3) month with no previous reported issues prior to this reported event.

Event description:
The customer reported the pronto device has a dead led segment on the top display. No patient impact or consequences were reported.